Event description:
It was reported that right atrial (ra) lead fractured and infinite impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead and right ventricular (rv) lead were capped due to an occlusion on the patient's left subclavian vein.